Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. However, the customer's blood glucose level was not adversely impacted. The customer performed a pump reset before contacting technical support, after which the cgm error code did not reappear, and they were able to successfully start their sensor session.